Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had encountered an air detected in cassette during treatment. Technical support had advised the patient check the connections of the tubing set and the patient did tighten the patient line connection. The patient was then able to resume treatment, however the patient discovered fluid leaking from the patient line connection. The patient canceled treatment. Additional information received from the patient's pd nurse confirmed that the patient had not experienced any adverse event, no medical intervention was required, and dialysis treatment was successfully completed after the cycler had been re-setup with new supplies.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had encountered an air detected in cassette during treatment. Technical support had advised the patient check the connections of the tubing set and the patient did tighten the patient line connection. The patient was then able to resume treatment, however the patient discovered fluid leaking from the patient line connection. The patient canceled treatment. Additional information received from the patient's pd nurse confirmed that the patient had not experienced any adverse event, no medical intervention was required, and dialysis treatment was successfully completed after the cycler had been re-setup with new supplies.